Event description:
It was reported that unit not turning on/off. There was no patient involvement.

Manufacturer narrative:
Correction : common device name additional information : imdrf annex a,b,c,d and g grid, manufacturer narrative chr, DHR, shr device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed in which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19dec2013. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that unit not turning on/off. There was no patient involvement.